Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water leaked from the circulating water tank during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device investigation: one device was received for investigation. The device was visually inspected and functionally tested. No leakage of circulating water from the tank was observed. The complaint is not confirmed. At the customer's request, the product was returned to the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.